Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/29/2021. H.6. Investigation: five used maxzero needleless connectors, model mz1000-07, was received by the customer for investigation. The samples were received in bags marked 7 ¿ 11, corresponding with the 5 reported events. Six additional samples were received and are investigated under a related complaint. Each maxzero was visually inspected and no defects were observed. The maxzeros were then functionally tested. Sample #8 was observed to have leakage from the connection between the maxzero and the extension set used for testing. No other sample was found to have any defect. The customer's complaint that the cap leaked was verified. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. The root cause of the leakage could not be determined traces of chemo remained even after the decontamination process and a full investigation could not be performed.

Event description:
It was reported that (5) maxzero needleless connectors experienced leakage. The following information was provided by the initial reporter: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occasions, the cap leaked. Unsure of date- cap leaked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 maxzero needleless connectors experienced leakage. The following information was provided by the initial reporter: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occasions. The cap leaked. Unsure of date cap leaked.